Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed the leak test. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material, the air/water cylinder was discolored, the suction cylinder was discolored, the plug was damaged, the ID data malfunctioned, watertightness was lost due to damage to the instrument channel tube, the image had roughness due to damage to the charged coupled device, the air/water supply was reduced due to clogging of the air/water tube and nozzle, angulation in the down direction was out of standard, the up/down knob had play, the distal end cover had a chip, the light guide lens was cracked, the bending section rubber was cracked, and the universal cord was buckling. Scratches were found on the flexibility adjustment ring, the grip, the switch box, the up/down knob, the right/left knob, the scope connector cover unit, the scope connector case unit, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign matter was unable to be identified. The specific root cause of the foreign matter being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date.